Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices clips were easily knocked off the vessel. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Caller reported aviva blood glucose results of 230 mg/dl and 90 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.